Event description:
The sales rep reported that there was a color coding error on the label. The color was suppose to be green but is blue. This event did not occur during a surgery.

Manufacturer narrative:
Summary evaluation: the event was attributed to an incorrect part number being keyed into the pbm structure database resulting in an incorrect product color-code label.